Event description:
It was reported to philips that the device had broken paddles. There was no patient involvement.

Manufacturer narrative:
The device was returned to the bench who confirmed the reported issue. The paddles were broken. Upon conclusion of the investigation, it was determined that the paddle was broken. The customer was informed that the paddle set needed replacement. The device remains at the customer site and no further evaluation is required at this time.